Manufacturer narrative:
Device history record review: one complaint received on this symptom code on this lot/batch. Sample analysis. No sample was received or available for evaluation. Conclusion: the reported complaint is unconfirmed. Event data will be trended per quality data analysis procedure.

Event description:
A patient reported a machine alarm and when she took out the cassette she noticed the cassette was leaking inside the cassette door and solution on the floor. There is no sample.